Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow keypad button was intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment against the body and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrow keypad buttons were intermittently unresponsive; the ok button responded appropriately. During investigation, evidence of contamination was found under the up and down arrow key contacts.